Event description:
An endurant aui stent graft system was implanted in a patient for the endovascular treatment of a 59.7mm in diameter abdominal aortic aneurysm. It was reported that the patient expired. The cause of death is unknown. Per the investigator, the death was not related to the procedure. The device relation is unknown.

Event description:
Additional information received reported that investigator assessed the patient death was not related to the device or procedure.

Manufacturer narrative:
(B)(4).